Manufacturer narrative:
(B)(4). Date sent: 7/25/2016. Batch # m55t4k. The analysis found that one pve35a device was returned in good visual condition and with a cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: per the sales rep, there is about a three minute window to remove the kidney after the blood supply has been cut in a donor case. The device not re-opening after checking the reload caused a slight delay, but the kidney was removed within time allowance.

Event description:
It was reported that during a left donor nephrectomy procedure, before the second firing the tech loaded the device and closed the jaws. The rep was present for the procedure noticed the cartridge was not fully seated in the jaws, so the device was reopened and the cartridge checked. The device was introduced to the surgical field and when the surgeon tried to reopen the jaws, the anvil release would not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.